Event description:
It was reported that during user check out the cardiosave intra-aortic balloon pump (iabp) alarms during power-up/standby. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm indicted that the unit emitted a continuous alarm during start-up and power down and would not complete boot-sequence. The stm entered service mode and found no etf codes, fault# 118 with had 86 occurrences. To address the issue, the stm replaced the solenoid control pcb and power management pcb. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6) hospital.

Event description:
It was reported that during user check out the cardiosave intra-aortic balloon pump (iabp) alarms during power-up/standby. There was no patient involvement, thus no adverse event was reported.